Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 49 (history pointers failed. The history pointers are corrupted). No further details were provided. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting could not be performed. No harm requiring medical intervention was reported. A product return for mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery/power-related alarms noted during testing. A review of the history files reveals on 12/17/2023 there were: two (2) pump error 68 alarms (06:40:31 and 06:45:44). Two (2) pump error 49 alarms (06:40:32 and 06:46:06). Two (2) pump error 23 alarms (06:46:17 and 06:53:05). No pump error 49 alarm was generated on or near the event date, 4/19/2024, or excessive/unusual power/battery-related alarms were noted in the history files. The pump was cut open to perform a visual inspection. Moisture damage, corrosion, and rust were found on the pcba 1, keypad flex tail, motor, and motor home switch. A sc1 cap locks inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 49 alarm is not confirmed. Moisture damage and a corroded motor home switch was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.